Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of laparoendoscopic & advanced surgical techniques, (2023); 32 (6): 690-695. Https://doi.org/10.1089/lap.2021.0699.

Event description:
Title: optimizing the working space for single-port laparoscopic totally extraperitoneal closure of inguinal hernia with tpv protocol in infants and young children. The aim of this prospective cohort study was to evaluate the outcomes of single-port laparoscopic internal ring closure of inguinal hernia, optimized according to tpv (tilt, pad, and void) protocol, in infants and young children. Between august 2018 to march 2021, a total of 400 patients younger than 3 years with either left- or right-side inguinal hernia treated with single-port laparoscopic totally extraperitoneal (tep) closure of the internal ring using a two-hooked core needle apparatus with 2-0 prolene suture. The patients were discharged 2¿3 days after operation. All patients were followed up in the clinic at 1 week after operation, then through telephone interview at 1 month, and 6 months after operation. The data of basic demographics, operative time, successful cases, and intra- and postoperative complications were collected. The mean follow-up period was unknown. The following events cannot be ruled out as complaints: patient information: 2-0 prolene suture male group a (tpv protocol) (n=1) postoperative hydrocele treatment: treatment: not mentioned group b (single-port laparoscopy) (n=3) postoperative hydrocele treatment: not mentioned (n=1) scrotal hematome treatment: not mentioned (n=2) incisional hernia treatment: reoperation (n=2) spermatic cord injury treatment: not mentioned in conclusions, tpv protocol can be used to optimize working space for single-port laparoscopic tep closure of inguinal hernia. This modification can increase the success rate of surgery, shorten surgery duration, and decrease the incidence of postoperative complications without aggravating invasion.